Manufacturer narrative:
A product investigation is in progress.

Event description:
Dislodged piece 6 days after tampon (had been removed)- retained, vagina foreign body in reproductive tract. Pieces fall off from outside layer of cotton-tampon device breakage. Case narrative: consumer reported via e-mail that tampons have had pieces fall off from the outside layer. No serious injury reported.

Event description:
Dislodged piece 6 days after tampon (had been removed)- retained, vagina [foreign body in reproductive tract] pieces fall off from outside layer of cotton- tampon [device breakage] case narrative: consumer reported via e-mail that tampons have had pieces fall off from the outside layer. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on july 27, 2022. An investigation is in progress for returned product received on august 9, 2022.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Dislodged piece 6 days after tampon (had been removed)- retained, vagina [foreign body in reproductive tract] . Pieces fall off from outside layer of cotton- tampon [device breakage] . Case narrative: consumer reported via e-mail that tampons have had pieces fall off from the outside layer. No serious injury reported.